Event description:
Customer called and stated that they did a bravo capsule on (B)(6)2009, but failed to attach. The pt didn't' suffer from adverse event during the procedure.

Manufacturer narrative:
No pt injury has occurred following this incident.